Event description:
It was observed that during the device evaluation, the subject ultrasound probe had an indentation at the insertion tip and the probe was damaged. There was no patient involvement.

Manufacturer narrative:
E3-non health care professional; e2-no the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The actual product had an indentation at the tip of the insertion part. Therefore, it is presumed that "damage to the ultrasonic probe" occurred due to the indentation at the tip of the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.